Event description:
The initial reporter complained of an erroneous high result for 1 patient sample tested for ise indirect k for gen.2 on a cobas 4000 c (311) stand alone system. The initial result was 5.46 mmol/l with a data flag. This result was reported outside of the laboratory where it was questioned by the doctor who requested repeat testing. The repeat result was 4.67 mmol/l. No adverse event occurred. The k electrode lot number was u2242 with an expiration date of 29-sep-2019. The k electrode was installed on 28-mar-2019. No issues were identified with the customer's calibration and qc data. The field service engineer (fse) did not identify a cause for the event. The fse checked the operation of the instrument and did not take any corrective measures. Precision results were within specification. The investigation did not identify a product problem. The cause of the event could not be determined.